Event description:
Through journal article "magnetic resonance imaging surveillance study of silicone implant-based breast reconstruction: a retrospective observational study¿. Healthcare professional reported that "six patients were also excluded because they were already diagnosed with ruptures in another imaging study" against unknown sides. Device statuses are unknown.

Manufacturer narrative:
Article citation: kim, hyung bae md; han, hyun ho md, phd; eom, jin sup md, phd. Magnetic resonance imaging surveillance study of silicone implant-based breast reconstruction: a retrospective observational study. Plastic & reconstructive surgery-global open 11(6):p e5031, june 2023. Doi: 10.1097/gox.0000000000005031. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.